Manufacturer narrative:
The product was not returned. A photo was provided of the lens case lid. A small particle that may be a piece of a label is beside the lens case lid. The label on the lens case lid is intact with no missing areas. This particle potentially could have come from the label set or the carton label. This cannot be determined from the photo. The carton and label set were not returned for evaluation. The lens is sealed in the sterile pouch in the ce. The additional labels are created at the packaging facility. This may indicate the particle was introduced at the reporting facility. A root cause could not be determined based on the provided photo. The lens case mylar was intact and could not have been the source. The carton and label set were not returned for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure, a piece of cellophane label was tucked in the loaded lens. The piece of label was injected in the eye along with the iol. The label was removed from the eye. There was no patient harm reported. The physician could not locate a defect in the original label that matched the piece that was removed from the eye. Additional information has been requested.